Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was found that the downstream occlusion seal was only bubbled and therefore the reported issue and device evaluation findings are not reportable. The device tested otherwise normally during evaluation.

Event description:
It was reported that the black sensor button of machine was very loose. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.